Manufacturer narrative:
Batch review performed on 22 january 2016. Lot 133915: (B)(4) items manufactured and released on 16 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 27 jan 2016 it was communicated that "we have not heard from the sales agent if a revision surgery has been scheduled." Not yet explanted.

Event description:
The surgeon found that the patient's tibia had too much of a posterior slope. He would like to order a custom poly insert to reduce the posterior slope then revise the patient's knee. A revision date has not been scheduled yet. Availability of the explants will not be known until revision surgery. X-rays are not available at this time.

Manufacturer narrative:
On 22 march 2016 it was prepared a final report with the information already submitted in the initial report. On 23 march 2016 the report was sent to the initial reporter and the case was closed.